Event description:
Affiliate reports that during a microsensor procedure the surgeon used a perforator which failed to disengage. The perforator plunged into the pt's brain cortex, piercing the pt's dura. The procedure was completed with no apparent signs of neurological damage to the pt.